Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "grade iii on the left were observed". The following events are deemed not related to the device: "left axillary nodes infiltrated by silicone (from previous implant rupture)", and "the complex cystic image persists in the left upper outer quadrant." The device was explanted and replaced.

Manufacturer narrative:
Photo analysis. Visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported "grade iii on the left were observed". The following events are deemed not related to the device: "left axillary nodes infiltrated by silicone (from previous implant rupture)", and "the complex cystic image persists in the left upper outer quadrant." The device was explanted and replaced.